Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to the manufacturer's acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacy employee reported that an ophthalmic forceps would not return to the closed position during surgery. An alternate device was obtained in order to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
The customer returned a forceps sample to manufacturing for evaluation. The sample was received loose in the outer blister with the cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed as it was found that the grasping arms are bent. Complaint history was reviewed two years back which showed (B)(4) comparable complaints for damage pertaining to bent grasping arms. It cannot be determined exactly how or when the damage occurred however, the damage to the complained sample is consistent with damage that can occur due to external force. No injuries have been reported or are expected related to this issue. A manufacturing or design related root cause for the damage of the complained device has not been identified. Damage during handling and shipping are low due to validated packaging and a controlled packaging process. The instrument is protected in an inner blister during handling. Possible root causes related to external impact which leads to this kind of damage could not be determined. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. (B)(4).